Manufacturer narrative:
Comment, the device was implanted on (B)(6) 2015. This report filed february 3rd, 2016.

Manufacturer narrative:
Device not received by manufacturer.

Event description:
Per the clinic, the patient developed an infection at the implant site and experienced pain, however; the issue could not be resolved. Revision surgery was performed on (B)(6) 2015, to reposition the device, however; due to a device problem the device was explanted and the patient was reimplanted with a new device during the same surgery.